Event description:
Two drains were placed in a pt, one on left side and the other middle chest. Twenty-four hours post-operative, it was noted that the pleural drainage was inadequate. The pt was returned to the o.r. For reoperation. The doctor is confident that the drains were properly placed.